Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was leaking and the infusion set tubing connection does not screw into the cartridge luer lock. Reportedly, the customer's blood glucose level was elevated; however, the exact value was not known. The customer administered a manual injection. Recommendation was made to change the cartridge and infusion set.